Manufacturer narrative:
Concomitant medical products: product ID: 3389s-40, lot# va0qne2, implanted: (B)(6) 2015, product type: lead. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2015, product type: extension. Product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 3389s-40, lot# va0lcyv, implanted: (B)(6) 2015, product type: lead. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2015, product type: extension. (B)(4).

Event description:
A consumer whose indication for use was parkinson's dual and movement disorders reported that they had a loss of therapy. The therapy was not very consistent. The change in therapy was noted as intermittent or erratic. The patient had stimulation adjustment and sometimes it worked and sometime it caused the patient to have very bad pd (parkinson disease) symptoms. No outcome or interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.